Event description:
The article "sandwiching the flying clip lux transcatheter tricuspid valve replacement for triclip single leaflet device attachment" was reviewed. The article presented a case study, to evaluate a 74-year-old frail gentleman with atrial fibrillation, ischemic heart disease, and a newly diagnosed 3-cm lung tumor presented with recurrent lower extremity edema and palpitations 3 months after tricuspid transcatheter edge-to-edge repair (t-teer) using triclip (abbott). Transesophageal echocardiography (tee) revealed torrential tricuspid regurgitation (tr) with a single leaflet device attachment (slda) to the anterior leaflet. Devices mentioned include triclip and a non-abbott device. The article concluded that septal leaflet slda might still remain challenging due to potential interference with the septal anchor pins and causing significant residual paravalvular leak. [The primary author and corresponding author was kent chak-yu so at prince of wales hospital institution with corresponding email kentso987@gmail.com]. The time frame for of this study was not provided. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, ischemic heart disease, lung tumor. (B)(6), unk triclip peri- and post-procedural complications included single leaflet device attachment (slda), recurrent tr, additional procedure, prolonged hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of the triclip device were reported in a research article titled ¿sandwiching the flying clip lux transcatheter tricuspid valve replacement for triclip single leaflet device attachment¿. The article presented a case study, to evaluate a 74-year-old frail gentleman with atrial fibrillation, ischemic heart disease, and a newly diagnosed 3-cm lung tumor presented with recurrent lower extremity edema and palpitations 3 months after tricuspid transcatheter edge-to-edge repair (t-teer) using triclip (abbott). Peri- and post-procedural complications included single leaflet device attachment (slda), recurrent tr, additional procedure, prolonged hospitalization. Based on available information and the limited information available from the article, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances.

Event description:
The article "sandwiching the flying clip lux transcatheter tricuspid valve replacement for triclip single leaflet device attachment" was reviewed. The article presented a case study, to evaluate a 74-year-old frail gentleman with atrial fibrillation, ischemic heart disease, and a newly diagnosed 3-cm lung tumor presented with recurrent lower extremity edema and palpitations 3 months after tricuspid transcatheter edge-to-edge repair (t-teer) using triclip (abbott). Transesophageal echocardiography (tee) revealed torrential tricuspid regurgitation (tr) with a single leaflet device attachment (slda) to the anterior leaflet. Devices mentioned include triclip and a non-abbott device. The article concluded that septal leaflet slda might still remain challenging due to potential interference with the septal anchor pins and causing significant residual paravalvular leak. [The primary author and corresponding author was kent chak-yu so at prince of wales hospital institution with corresponding email kentso987@gmail.com]. The time frame for of this study was not provided. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, ischemic heart disease, lung tumor. (B)(6), unk triclip. Peri- and post-procedural complications included single leaflet device attachment (slda), recurrent tr, additional procedure, prolonged hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the limited information available from the article, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances.

Event description:
The article "sandwiching the flying clip lux transcatheter tricuspid valve replacement for triclip single leaflet device attachment" was reviewed. The article presented a case study, to evaluate a 74-year-old frail gentleman with atrial fibrillation, ischemic heart disease, and a newly diagnosed 3-cm lung tumor presented with recurrent lower extremity edema and palpitations 3 months after tricuspid transcatheter edge-to-edge repair (t-teer) using triclip (abbott). Transesophageal echocardiography (tee) revealed torrential tricuspid regurgitation (tr) with a single leaflet device attachment (slda) to the anterior leaflet. Devices mentioned include triclip and a non-abbott device. The article concluded that septal leaflet slda might still remain challenging due to potential interference with the septal anchor pins and causing significant residual paravalvular leak. [The primary author and corresponding author was kent chak-yu so at prince of wales hospital institution with corresponding email kentso987@gmail.com]. The time frame for of this study was not provided. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, ischemic heart disease, lung tumor. (B)(4), unk triclip. Peri- and post-procedural complications included single leaflet device attachment (slda), recurrent tr, additional procedure, prolonged hospitalization additional information: triclip procedure was performed on (B)(6) 2023 with one clip (30908r1031) being implanted. The clip detached from the anterior leaflet.